Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There was a possibility that there was a contamination event which caused the peritonitis event. This is supported by the culture result of streptococcus sanguinis, a member of the viridans group of streptococci that is usual inhabitant of the mouth, gastrointestinal, genitourinary, and respiratory tracts. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius that the patient went to the emergency room (ER) on (B)(6) 2026 and was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the ER on (B)(6) 2026 due to abdominal pain. The patient had pd cultures drawn. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef and fortaz (dose, frequency, and duration not provided). The patient was not admitted to the hospital and discharged from the ER. The cultures resulted positive for streptococcus sanguinis. The fortaz was discontinued and the patient continued treatment with ip ancef. The pdrn stated the patient said there was a possible touch contamination event that caused the peritonitis event. That was not confirmed. No additional information was provided.